Event description:
Customer reported that when trying to input carbohydrates into the insulin pump, the numbers were scrolling on the screen. Customer stated that she removed and replaced the battery, then received a button error alarm. Customer stated that the insulin pump had recently been exposed to sweat. Blood glucose level was 146 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers scrolling noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump has cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.